Event description:
It was reported that during set up for a knee arthroscopy, the mdu was connected, which when connected to input a of the shaver console, the console emitted an acoustic sound and a message appeared on the screen indicating a short circuit, in addition to heating the handpiece. After a review of the shaver motor with other shaver consoles, it was identified that the problem lies in the motor since when connecting two different shaver consoles and different ports the short circuit message was repeated, the problem is associated with an internal failure in the motor's electronic board. There was a back up device available and no surgical delay was reported. No patient involvement was reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.